Event description:
Patient was revised to a constrained liner to address dislocation.

Manufacturer narrative:
Examination of the returned devices finds nothing outward that would indicate product error. Review of available device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.